Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, can connection status, and service code 204-belt/monitor unusable) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and the electrode belt was unable to latch to a monitor. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, there was damage to the c19 capacitor on the defib board.  The pads were lifted on the defibrillator board.  The root cause for the damaged connector was excessive force. The root cause for the damaged c19 capacitor could not be positively identified.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and patient was receiving can connection messages and service code 204 (belt/monitor unusable).